Manufacturer narrative:
The products were not returned for evaluation. Radiographic images were provided. Review of the images indicates infinity devices in-situ. It also appears the tibial tray has subsided and shifted posteriorly.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient will need to undergo a revision surgery due to subsidence of the posterior portion of the tibia tray into the tibia. The tibia portion will be revised; the talus will remain in place.